Event description:
The customer complained of a questionable patient result from their coaguchek xs meter serial number (B)(4) compared to the patient's coaguchek xs meter serial (B)(4) and the stago neoplastin reagent. This medwatch will cover strip lot 32264411. For information on the strip lot 28632021 used by the patient "plesae" refer to the medwatch with patient identifier (B)(6). The patient had inr results of 8.0 from both their meter and the clinic's meter. The laboratory result from a sample that was drawn within minutes of the meter results was 5.1 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer had no signs of a high inr. The patient had been feeling sick with an upset stomach but was not taking any new medications. The patient had been eating a little less. The patient had no concerns with hematocrit levels, no lupus, no antiphospholipid antibodies, no other blood thinners, and no direct thrombin inhibitors. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.